Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012759318 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, an inverted array and a knotted array were observed on the spiral array. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170 degrees (°) rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Electrical continuity test did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing were performed to verify the integrity of the catheter sub-components. No anomalies were identified. In conclusion, the issue (inverted array) was confirmed through testing. The catheter failed return inspection due to a knotted array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure under general anesthesia, an alleged product issue occurred involving the catheter pscc100 pulseselect, specifically a catheter array inversion with the array inverted. The case was completed without incident, and no patient symptoms, complications, injuries, adverse events, infections, illnesses, or irregularities were identified. The patient remained alive with no injury. No patient complications have been reported as a result of this event.